Event description:
In - country representative forwarded a report of several instances where customer's hemochron response instrument failed to detect the presence of a clot in the test tube. The report indicates the situation has existed for several months, involved more than one lot of test tubes; the tubes were not removed before the end of the test and there was a clot in the tubes at the end of each test. Several users were involved and one instrument serial number. The unit passed electronic quality control (eqc). No date, times, clotting times, or patient specifics were provided. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Method/result/conclusion: manufacturer evaluation/investigation currently in process. Itc has requested all data required for form 3500a.